Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and impaired healing are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and impaired healing.

Event description:
Healthcare professional reported "pain" and "capsular contracture baker grade unknown". Healthcare professional also reported "had a cyst drained" considered not device related. Later healthcare professional reported "capsular contracture baker grade IV" and "difficulty healing postop". This record is for the right side. The device remains implanted.